Manufacturer narrative:
Follow-up submitted to correct awareness date in section PMA/510k.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during the post-operative check, a patient had experienced failure of implant to integrate and implant removed.